Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient experienced shocking at the ins site since they were attacked. The battery would shock them even if the system was turned off and the battery had been overdischarged since (B)(4) 2018. The representative planned on meeting with the patient on (B)(6) 2019 to attempt a physician recharge mode and check the battery. No further complications reported.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has her spinal cord stimulation for chronic regional pain syndrome (crps) and the leads cover her legs. She also has crps in her arms and is experiencing a flare-up especially in her left arm. The patient said that her spinal cord stimulation was not meant to help her arms. The patient was attacked on (B)(6) 2016 and strangled; the attacker had his knee against her battery and his fist and arm on her leads. Since the attack, she has increased back pain and sharp shooting pain in her back. Trauma was noted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.